Event description:
Reportedly, on (B)(6) 2012, a cardiac surgery was performed. The device could have been interrogated before the intervention using the programmer sn (B)(4), but the interrogation could not be completed because of communication errors after the surgery. Nevertheless, the device was successfully interrogated later with another programmer. An investigation was requested about the programmer sn (B)(4) operations on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.